Event description:
It was reported that the programmer had a touch panel malfunction. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer had a touch panel malfunction. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a touch panel malfunction and therefore the display flex was replaced. Analysis also found damaged antenna wires, a tab on the power cord bay broken and a noisy system fan. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.